Event description:
The physician attempted to place a 2.5mm x 15.0mm biodivysio stent in the ramus artery. The vessel was reported to be 2.5mm, predilated and had 95% stenosis. It was reported that the stent and stent delivery system was prepped as "usual". The stent was brought to the ramus lesion. It was noted that the balloon did not fully inflate and the stent was partially deployed. It was then noted when using the inflator to inflate the balloon that there was a leak in the distal shaft. The balloon was removed and another was inserted to completely deploy the stent. Post dilatation was done with a nc ranger 2.5 balloon. Before the procedure was completed, four pixel stents had also been placed in the same vessel. There was no report of any adverse pt effect.